Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Tandem technical support decided to replace the pump under warranty, and the customer agreed to use multiple daily injections (mdi) as a backup therapy. The customer was instructed on how to put the pump into storage mode and confirmed the return of the faulty pump using a pre-paid label within ten days.